Manufacturer narrative:
The reported events of lead failed to separate from stylet and helix mechanism issue were not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. A stylet could be fully inserted into the lead and removed from the lead without any difficulty. The helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, prior to opening up the pocket, the right ventricular (rv) lead had helix rotation issues and failed to separate from the stylet. The rv lead was not used. The patient had no adverse consequences.